Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and noted dents and scratches on the distal end cover of the device. In addition, the bending section glue was found with open gaps at the bending section cover area. The device passed leakage testing. A borescope was used to inspect both the biopsy and suction channel interior walls of the device. Dark colored stain and scrape marks were found on the biopsy channel under the biopsy port. The suction channel was found with similar scrape marks; however, no stains were noted. The device was repaired and returned to the user facility. The root cause of the reported event is most likely due to improper maintenance of the device. The instruction manual contains several warning and caution statements in an effort to prevent severe equipment damage. ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. An endoscope with an observed irregularity should not be used. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. If any foreign materials are observed, stop using the endoscope. Use of an endoscope with residual foreign materials for a patient procedure may pose an infection control risk. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. ¿ as part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. In addition, olympus requested the user facility to send their device to an independent laboratory for microbial testing; however, the user facility has denied the request.

Event description:
Olympus was informed that the device failed culture testing. No patient infections occurred as a result of the reported event. The type of organism is unknown.